Event description:
It was reported that the patient's pump was replaced. Two days later, the patient went to the emergency room and was admitted to the intensive care unit with unspecified underdose symptoms. The hcp had tried three 75 mcg boluses of compounded baclofen (1000 mcg/ml) and planned to try a fourth to see the patient would respond. The patient's pump contained compounded baclofen and morphine sulfate. The hcp further reported that the new pump had never delivered the medication and that the patient had experienced acute baclofen withdrawal which resulted in tachycardia and a heart attack. The hcp had been unable to determine if the problem was with the pump or catheter due to managing the patient's heart attack, but felt pretty certain that it was a pump issue that caused the patient to go through withdrawal. Approx two weeks post implant, the patient's pump was removed due to infection. The patient also developed meningitis. The patient did recover after being in the intensive care unit and being admitted to a rehabilitation facility. See MFR's report #2182207200703996.

Manufacturer narrative:
.